Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that clinician reported a fractured screw in tsv implant and order healing collar. The screw was removed, clinician confirmed this was a restoration screw not a healing abutment but needed a healing abutment for case. No further information provided.